Manufacturer narrative:
The customer reported that their central nursing station in the war room was getting communication loss and signal loss intermittently for the transmitters. No patient harm was reported.

Event description:
The customer reported that their central nursing station in the war room was getting communication loss and signal loss intermittently for the transmitters. No patient harm was reported.